Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the button error alarm occurred after he tried to clear a high sensor glucose level alert. Blood glucose level at the time of the incident was 187 mg/dl. The customer was advised that the insulin pump would be replaced, but declined to return the device for analysis.